Manufacturer narrative:
Cvrx ID#: (B)(4).

Event description:
A barostim implant occurred on (B)(6) 2023. On (B)(6) 2023, it was reported that a localized infection was present at the ipg pocket accompanied by pain and swelling. The patient was hospitalized on (B)(6) 2023, the pocket was washed out and cleaned, and IV antibiotics were administered for two weeks. The ipg was not explanted. As of on (B)(6) 2023, antibiotics had been stopped, and the patient had been discharged with no signs of infection in the patient's lab results. The specific culture results were not available. As of on (B)(6) 2023, the patient was stable and doing well. It was noted that the patient had an ICD implanted where a localized pocket infection was present and treated prior to the bat implant. The ICD remained implanted and was located on the opposite side from where the barostim was implanted. The culture results of the ICD infection were unavailable. In the opinion of the physician, the patient may have had an increased risk of infection due to the prior ICD pocket infection.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event may have been affected by a prior infection, however, this was not confirmed. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim implant occurred on (B)(6) 2023. On (B)(6) 2023, it was reported that an infection was present at the ipg pocket accompanied by pain and swelling. The patient was hospitalized on (B)(6) 2023, the pocket was washed out and cleaned, and IV antibiotics were administered for two weeks. The ipg was not explanted. As of (B)(6) 2023, antibiotics had been stopped, and the patient had been discharged with no signs of infection in the patient's lab results. A follow-up was planned for six weeks. It was noted that the patient had an ICD implanted where a pocket infection was present and treated prior to the bat implant. In the opinion of the physician, the patient may have had an increased risk of infection due to the prior ICD pocket infection.